Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(6).

Event description:
The patient was reportedly taken to the emergency room (ER) on (B)(6) /2011 with a blood glucose (bg) of 406 mg/dl and symptoms of dizziness, nausea, vomiting, and headache. The patient had reportedly been experiencing these symptoms for two days prior to going to the hospital. The reporter stated that the patient's bg prior to arriving at the ER was reading "high" on the meter, indicating a bg over 600 mg/dl. There is no indication that the patient received a correction for the elevated bg prior to arriving at the hospital. The reporter stated that the patient was admitted to the ICU and placed on an insulin drip upon arrival to the hospital, and received a diagnosis of diabetic ketoacidosis. The patient's bg the morning of (B)(6) 2011 was reportedly 182 mg/dl, and the patient was transferred from the ICU to the medical/surgical floor of the hospital. The reporter stated that the patient was to resume insulin pump therapy (ipt). The reporter noted that the patient had been off the pump from (B)(6) 2011, at which point he resumed ipt. The patient again reportedly came off ipt on (B)(6) 2011 and resumed insulin injections, using short-acting insulin only. The patient had reportedly been removing the pump while at work from 10 pm to 6 am prior to complete cessation of ipt on (B)(6) 2011. The patient noted that he thought there was something wrong with the pump, but there was no specific malfunction alleged. The pump is not being returned at this time. The patient was not using the insulin pump in question at the time of the reported incident, however this complaint is being reported because the patient experienced dka while on an insufficient back up plan for insulin delivery, and it is unclear what led the patient to cease insulin pump therapy.